Event description:
It was reported that during arthroscopic rotator cuff repair with bioinductive implant, there was a failure with the tendon stapler. To solve the issue, an additional tendon anchors was opened with the tendon staplers. All staplers that were opened were used. Eventually between the 2 new staplers we were able to retrieve and use the minimum number needed to complete the surgery. There was a 5-6 minute delay. The patient was kept under sedation (general anesthesia) longer due to the time increase due to the device failure. Increased swelling due to additional saline having to be pumped into the shoulder, which can cause additional pain and additional stretching of muscle surrounding subacromial space required to see properly due to swelling. Additional tissue resection required to see properly due to swelling. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3, h6: review of the applicable batch record did not indicate any nonconformances, deviations or other issues with devices involved in this issue. Several loading related complaints have been observed and are related to tendon stapler stakes that are too small to engage tendon staples. The products, used for treatment, was not returned for evaluation and therefore a physical investigation could not be completed. A complete review of manufacturing documentation was conducted and the devices were found to be within specification. Root cause was determined after investigation. Failure mode experienced by the user facility were unable to be confirmed through direct physical investigation, similar complaints have been reported with these devices from other users. Loading issues with tendon stapler has been addressed using the corrective action process, so failures like these should be less frequent in the future. No further investigation warranted at this time. No relevant clinical medical information was provided to conduct a thorough medical assessment. Therefore based on insufficient information, a thorough clinical assessment cannot be performed at this time. Should any additional clinical information be provided this complaint will be re-evaluated.